Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported; the stall was caused by patient having MRI as of the date of this report. MRI was at 13:00 and the motor stall occurred at 13:20 and as of 16:30 the motor stall had not recovered. The pump was alarming. It was stated that the MRI was being performed for other reasons - unrelated to device/therapy. The pump delivered morphine 1mg/ml and prialt 10mcg/ml 0.999mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).